Manufacturer narrative:
Additional information received indicated that the device was prepped normally, maintaining negative pressure. The balloon was removed from the patient intact. There is no additional details available. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during treatment to the left iliac artery, it was reported that a saber balloon catheter was delivered to the lesion and inflated. However, it ruptured at 8atm (eight atmospheres). It is unknown how the procedure completed but it was finished successfully. There was no reported patient injury. The lesion was moderately calcified. The rate of stenosis is unknown. Additional information received indicated that the device was prepped normally, maintaining negative pressure. The balloon was removed from the patient intact. There is no additional details available. The product was not returned for analysis. A device history record (DHR) review of lot 17413045 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors may have contributed to the reported event but are unknown. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During treatment to the left iliac artery, it was reported that a saber balloon catheter was delivered to the lesion and inflated. However, it ruptured at 8 atmospheres (atm). It is unknown how the procedure completed but it was finished successfully. There was no reported patient injury. The product will not be returned for analysis. The lesion was moderately calcified. The rate of stenosis is unknown.